Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no report of pt or staff injury was reported.

Event description:
The customer reported that the system displayed "error 100" and the monitor restarted. The field engineer noted that the workstation would intermittently reload the software. There is no report of injury or death associated with the event described in this complaint.